Manufacturer narrative:
(B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed an out of calibration force sensor and contamination on the force sensor. Pump was unable to detect cartridge detection during testing.

Event description:
Pump was returned for a short load step causing a large prime volume. During investigation, the force sensor was found to be out of calibration. This report is made based on results of investigation.